Event description:
This report pertains to one of two devices used during the same procedure. Associated MFR report #3005099803-2014-01185 pertains to the other device. It was reported to boston scientific corporation that an uphold (tm) lite with capio slim was used on the patient on (B)(6) 2014. According to the complainant, during the procedure, when the physician fired the capio slim device, the needle in the carrier broke off. A second uphold lite was used but the needle also broke off from the suture. The procedure was completed with a third uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned uphold (tm) lite with capio slim revealed that 2.0 cm of the suture was attached to the blue with white stripe dilator and the dart detached from mesh assembly. The detached dart was returned with 4.5 cm of suture attached. Suture is frayed on dilator end. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated MFR report #3005099803-2014-01185 pertains to the other device. It was reported to boston scientific corporation that an uphold (tm) lite with capio slim was used on the patient on (B)(6), 2014. According to the complainant, during the procedure, when the physician fired the capio slim device, the needle in the carrier broke off. A second uphold lite was used but the needle also broke off from the suture. The procedure was completed with a third uphold lite with capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.